Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was not powering on. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions and obtained/verified the following information. The patient informed the mss that her testing frequency is 10 times daily and manages her diabetes with an insulin pump (humalog) based on carbohydrates and basal rate. The patient confirmed the alleged issue began on (B)(6) 2012 at 11:30pm. The patient clarified/confirmed administering a dose of her insulin every 2 hours, as a result of the alleged issue. The following morning at 6:00am, the patient confirmed she had symptoms of a headache and felt like her head was stuffed. In spite of her symptoms, the patient confirmed she did not seek medical treatment. At the time of troubleshooting, the cca noted the subject meter required no battery replacements; however, the power button or the test strip insertion did not turn the meter on. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient's symptoms do not meet the criteria for a serious injury. In addition, the patient did not receive any form of medical treatment for acute complications of diabetes. However, this complaint is being reported because the alleged power issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have improper battery install. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.